Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part# 470327-12/lot#n10210215 0024 associated with this event has been performed. Per logs, the medium-large clip applier was last used on 20-sep-2021 on system sk4358 with 84 lives remaining. No image/video clip for the reported event was submitted for review. Based on the additional information obtained from customer, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness with no evidence or claim of mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument jaw was not closing completely. The surgeon was unable to take the hem-o-lok clip. A backup instrument of a different type was used and the procedure was completed with no reported injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. To clarify, the clip was loaded but the surgeon was intermittently unable to close the instrument properly. The instrument was able to load and deploy 3 clips during the procedure. There were no visibly loose cables or cables with slack.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken and another one cracked. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. As a result of the broken input disk, the instrument was not able to engage with the system to perform the clip test. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.